Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) indicated that the return of symptoms was resolved through retraining on use of the device. The inability to adjust stimulation was also resolved through retraining on use of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they couldn't get their stimulation to go up or down the day prior to the report. It was indicated that they had back surgery in (B)(6) 2016 and foot surgery in (B)(6) 2016; they thought something got knocked off. The patient also mentioned that they experienced a return of symptoms a month or two prior to the report. They were going to the bathroom a lot and couldn't hold it at all. They stated that "as soon as it hit the brain, it was coming out." During troubleshooting, the patient's stimulation was shut off. The stimulation was decreased form 4.4v to 1.0v, then the stimulation was turned on and increased to 2.7v. The indication for use was gastrointestinal/pelvic floor.